Event description:
The customer obtained erroneously elevated cl (chloride), k (potassium), and erroneously low co2 (carbon dioxide), calc (calcium), na (sodium), k and cl results for nine (9) patients, involving the unicel dxc 800 pro synchron system . The erroneously low and elevated ion-selective electrode (ise) results were not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control (qc) was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) observed the electrolyte injection cup (eic) spitting when the sample probe injected sample. The fse determined the spitting from the eic was due to the buffer valve not sealing completely. The fse confirmed there was a faulty wire harness from the eic to the ise backplane. The fse replaced the eic valve wire harness to resolve the spitting valve issue. In addition, the fse also observed carbon dioxide (co2) failing to calibrate intermittently and erratic precision results. The fse replaced the ratio pump to resolve the co2 issue and verified instrument operation.